Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts were made to obtain the product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure, the physician pulled the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6550890) from the dispenser hoop and pushed the stent into the microcatheter; the stent was impeded at the proximal section of the microcatheter and could no longer be advanced. The physician retracted the stent and found that it was released in the microcatheter and the delivery wire was found to be kinked. The physician replaced the device to complete the procedure. There was no report of any patient adverse event or complication. On 29-nov-2021, additional information was received. The information indicated that the microcatheter used was a prowler select plus (606s255x). An adequate and continuous flush was maintained through the microcatheter. No damage was noted on the microcatheter; another device went through the same microcatheter without any issue. The same microcatheter was used with the replacement stent, another 4.5mm x 37mm enterprise® vrd was used to complete the procedure. The information also indicated that the stent component of the complaint device was already detached from the delivery wire when it was removed. There was no kink nor any other damages noted on the delivery wire. The complaint device was prepped and used as per the instructions for use (IFU). The reported event did not result in any clinically significant delay in the procedure. A photo of the complaint device was included in the complaint file. The product analysis lab reviewed the photo of the complaint device included in the file. The review is documented below. [Photo analysis]: based on the photo provided, it can be determined that the delivery wire of the 4.5mm x 37mm enterprise® vrd has a kinked condition on the distal body. Only the delivery wire could be noted in the photo. The stent component and the introducer were not shown. No other damages could be observed. The reported issue that the delivery wire was impeded in the microcatheter could not be evaluated based on the photo provided. The issue reported related to the stent component prematurely detached could not be evaluated based on the photo. The issue with the delivery wire becoming kinked was confirmed based on the photo as it was observed kinked. The exact time when the delivery wire became kinked cannot be conclusively determined. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6550890. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The manufacturing record evaluation does not indicate that the issues reported are related to the manufacturing process. Multiple attempts to obtain product for analysis and obtain additional information were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the photo of the complaint device included in the file. The review is documented below. [Photo analysis]: based on the photo provided, it can be determined that the delivery wire of the 4.5mm x 37mm enterprise® vrd has a kinked condition on the distal body. Only the delivery wire could be noted in the photo. The stent component and the introducer were not shown. No other damages could be observed. The reported issue that the delivery wire was impeded in the microcatheter could not be evaluated based on the photo provided. The issue reported related to the stent component prematurely detached could not be evaluated based on the photo. The issue with the delivery wire becoming kinked was confirmed based on the photo as it was observed kinked. The exact time when the delivery wire became kinked cannot be conclusively determined. (B)(4) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6550890. The history record indicates this product was final inspection tested at (B)(4) and was determined to be acceptable. The manufacturing record evaluation does not indicate that the issues reported are related to the manufacturing process. Further investigation will be performed when the device is returned for evaluation and analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the physician pulled the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6550890) from the dispenser hoop and pushed the stent into the microcatheter; the stent was impeded at the proximal section of the microcatheter and could no longer be advanced. The physician retracted the stent and found that it was released in the microcatheter and the delivery wire was found to be kinked. The physician replaced the device to complete the procedure. There was no report of any patient adverse event or complication. On 29-nov-2021, additional information was received. The information indicated that the microcatheter used was a prowler select plus (606s255x). An adequate and continuous flush was maintained through the microcatheter. No damage was noted on the microcatheter; another device went through the same microcatheter without any issue. The same microcatheter was used with the replacement stent, another 4.5mm x 37mm enterprise® vrd was used to complete the procedure. The information also indicated that the stent component of the complaint device was already detached from the delivery wire when it was removed. There was no kink nor any other damages noted on the delivery wire. The complaint device was prepped and used as per the instructions for use (IFU). The reported event did not result in any clinically significant delay in the procedure. A photo of the complaint device was included in the complaint file.